Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device a communication failure was observed. The device's system board needs to be replaced to address the issue. Additionally, the device's rear enclosure was found to be physically damaged. The rear enclosure needs to be replaced. No components were replaced. The device was scrapped.